Event description:
It was reported that the patient was seen after receiving an alert for high left ventricular lead impedance. When tested, electrical values were normal and the patient was sent home. The next day, (B)(6) 2014, the alert was issued again. The patient was referred to their implanting physician. The lead was explanted and replaced on an unknown date in (B)(6) of 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the date of explant was (B)(6) 2014.